Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the suture removed in a routine post-op procedure or in a physician's office? Was the suture removed in a reoperation procedure? Was any surgical intervention performed specially re-suturing? Explain was any medical treatment provided for the wound dehiscence? If yes, please provide medicine name, strength and dose what is the patient¿s most current health status and condition? What is meant by ¿forming a 1 2 tear¿? Please provide details.

Event description:
It was reported that a patient underwent a delivery procedure on (B)(6) 2021 and suture was used. The perineal epidermis was sutured and embedded. On (B)(6) 2021, the patient returned to the hospital and reported that the wound epidermis was split with 2 rice-sized incisions. Upon examination, the suture was found broken, forming a 1 2 tear, and the muscular suture was immediately removed. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/04/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: was the suture removed in a routine post-op procedure or in a physician's office? Unknown. Was the suture removed in a reoperation procedure? Unknown. Was any surgical intervention performed specially re-suturing? Explain the doctor then removed the suture of perineal incision (other treatment measures were unknown). Was any medical treatment provided for the wound dehiscence? If yes, please provide medicine name, strength and dose unknown. What is the patient¿s most current health status and condition? Unknown. What is meant by ¿forming a 1 * 2 tear¿? Please provide details. Wound dehiscence.